Event description:
Health professional reported that surgery was conducted to replace the band due to an alleged crack in the port tubing.

Manufacturer narrative:
(B)(4). The product associated with this report was returned, however the device analysis results are pending at this time. Based upon the implant date and serial number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."